Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing thresholds. During the replacement procedure, electromagnetic interference (emi) was oversensed leading into pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing thresholds. During the replacement procedure, electromagnetic interference (emi) was oversensed leading into pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.